Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. Additional information obtained reported the patient is deceased and died in a manner unrelated to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed the outer insulation had breached environmental stress cracking. It was noted the outer insulation had cosmetic environmental stress cracking and cosmetic depression. (B)(4).